Event description:
Shortly after initiating cardiopulmonary bypass (cpb), it was noted that no/low oxygenation was being delivered to the patient. Patient was urgently placed on tank oxygen to bypass circuit and removed from bypass, with anesthesia oxygenating the patient. A quick inspection of oxygen delivery system, it was discovered that a line on the electronic blender was loose. Oxygen delivery to the circuit was confirmed through the recirculation line on the in-line blood analyzer. It was agreed safe to go back on cpb and do the operation as planned. No further incidents occurred, and biomed was alerted and electronic blender was switched out after the patient was transferred to ICU. Biomed had performed pm prior, gas was confirmed in the prime prior. Ce tech tested blender alarms on unit and they worked as they should. Returned to service.